Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Subsequently, the pump touchscreen was unresponsive. Reportedly, the customer performed a pump reset, loaded a new cartridge and resumed insulin therapy successfully. Customer¿s blood glucose level was 113 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.